Event description:
It is reported that the surgeon removed the primary shoulder implants and prepared the humeral canal for an 8mm x 170mm tm reverse humeral stem. After preparation and a trial reduction, he proceeded to cement in the 8mm x 170mm (cat# 00-4349-008-17/lot# 60418848). After impaction of the real component, it was revealed by x-ray that the lateral cortex of the humerus had been perforated. At this point, the 8mm x 170mm was removed and the canal cleaned of any remaining cement and prepared for an 8mm x 130mm tm reverse humeral stem. To avoid the fracture site, a shorter stem (8mm x 130mm) was then implanted successfully with cement and the fracture site was repaired.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height and weight, is unknown. Based on the available information a definitive cause cannot be determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.